Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are still sore but they guess that's because they removed the old lead and put in the new one. Patient also mentioned that at the beginning it got sore and they'd have to lay down on their bed on their side just to get off their backside but now it's getting better. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the old lead being removed was unknown and no likely cause was given. When asked the steps that were/will be taken, the hcp indicated "patient underwent multiple reprogramming of [their] device with the [company] rep, without any improvement to bladder symptoms."

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2v6nd implanted: (B)(6) 2023. Explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their previous implant never worked, and they would completely wet themselves. The patient stated that during their two-week follow-up after the procedure, they were still using pads and informed their healthcare provider (hcp) at that time. They were told it would improve, but it never did. This issue persisted for the past year and a half. However, the patient explained that they were unable to have the lead checked during this time because they had to go out of state for five months, which created additional challenges over the past year. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported urinary symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.